Event description:
The pt rec'd therapy in which a laser device is slowly passed over his lower spine area very near the implantable neurostimulator. After 13 treatments the neurostimulator stopped responding to the pt programmer. The batteries in the pt programmer were replaced. This did not resolve the problem. Additional information has been requested. A f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).